Event description:
Customer reported she changed her infusion set, reservoir and insulin and is still receiving no delivery alarms during bolus. Customer has changed the infusion set 4 times on the same day and has completed troubleshoot. Insulin is not expired, customer does rotate sites and avoids scar tissue and the tubing is not bent or kinked. Customer stated she has tried all remedies. Blood glucose value is 349 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.